Manufacturer narrative:
The reported event of false pause episodes was confirmed. Based on the information provided, the cause for the signal saturation in the patient that resulted in the false pause episode is undetermined but suspected to be due to temporary loss of electrode contact.

Event description:
New information noted via software investigation that the reported event of false pause episodes was confirmed. Based on the information provided, the cause for the signal saturation in the patient that resulted in the false pause episode is undetermined but suspected to be due to temporary loss of electrode contact.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed the patient¿s implantable cardiac monitor (icm) had false pause episodes due to under-sensing from loss of contact. No intervention was performed. The patient was in stable condition.